Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 479 mg/dl at the time of incident and current blood glucose level was 411 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer had high blood glucose level and then it came down to 320 mg/dl and little later it was 400 mg/dl. The customer¿s blood glucose level was 530 mg/dl and found the cannula was kinked. The customer had symptoms related to high blood glucose level such as nausea and abdominal pain. The drive support cap was normal and the customer performed high pressure test and it passed. The insulin pump will not be returned for analysis.